Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by user facility: event 1. During visual inspection of compounded lot # 20250310-3a5f3d, the following were identified: 2 bags with foreign particulates. The bags with particulate are avail for return, along with an empty api vial is also available for identification and representation purposes, as it may aid in the investigation and identification of the foreign object.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 1 two (2) empty pab units that were accessed at both ports were received for evaluation. Additionally, the units were returned with an empty vial of fentanyl citrate (lk2041, exp 2026-april, ndc 0409-9094-41) for possible representation purposes. Through visual observation, particulate matter (pm) was observed inside of the ports. Optical images of the tops and undersides of the add port stoppers from the pab containers and the stopper from the fentanyl vial were obtained. The cuts on the top and underside were measured. The add port stoppers did not show any signs of missing material however the fentanyl stopper showed gaps on the top and underside of the stopper. The particles, the samples of the add port stoppers, and the fentanyl stopper were placed in the fourier transform infrared spectroscope (ftir) for analysis and in the scanning electron microscope (sem) for energy dispersive x-ray spectroscopy (eds) analysis. The results are shown below: - pab container #1 add port stopper: measured 1.16mm, 549um and was identified as polyisobutylene with inorganic filler. The eds spectrum showed the presence of carbon (c), oxygen (o), magnesium (mg), silicon (si), sulphur (s), chlorine (cl) and titanium (ti). - pab container #2 add port stopper measured 814um, 810 um and was identified as polyisobutylene with inorganic filler. The eds spectrum showed the presence of carbon (c), oxygen (o), magnesium (mg), silicon (si), sulphur (s), chlorine (cl) and titanium (ti). - fentanyl vial stopper 1: 4.53mm, 3.55mm and was identified as polyisobutylene with inorganic filler. The eds spectrum shows the presence of carbon (c), oxygen (o), sodium (na), aluminum (al), silicon (si), sulphur (s), chlorine (cl), zinc (zn), and barium (ba) - pab container #1 particle 1: measured 952um and was identified as polyisobutylene with inorganic filler. The eds spectrum showed the presence of carbon (c), oxygen (o), sodium (na), aluminum (al), silicon (si), sulphur (s), chlorine (cl), zinc (zn), and barium (ba). - pab container #2 particle 1: measured 1.10mm and was identified as polyisobutylene with inorganic filler. The eds spectrum shows the presence of carbon (c), oxygen (o), sodium (na), aluminum (al), silicon (si), sulphur (s), chlorine (cl), zinc (zn), and barium (ba). The two (2) particles matched the rubber from the fentanyl stoppers and were on the inside of the pab container, not embedded, and would have been in contact with the solution. The results also indicated that the add port stoppers differed in the inorganic filler used in the isobutylene rubber. A review of our non-conformance system database found no related or similar discrepancies during the production of the batch. The batch record was also reviewed, and the batch met and passed all release criteria and tests. Twenty (20) units were visually inspected, and one (1) out of the twenty (20) retain units was observed with a foreign particulate inside the empty bag. Based on the results of the sample investigation, it was determined that the pm was likely introduced into the pab empty bag while trying to access the bag during compounding. Therefore, the reported defect was not confirmed to be manufacturing related. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.